Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the coil protruded in the catheter's tip during removal. The target lesion was located in the moderately inferior mesenteric artery. A 6mm x 20cm interlock coil was selected for use. During the procedure, it was noted that the coil got stuck in the distal part of the microcatheter. Furthermore, when the coil was removed from the patient's body, it was noted that the coil protruded from the tip of the 0.021-inch non-boston scientific microcatheter. The procedure was completed with a different device. There were no patient complications reported post procedure.